Manufacturer narrative:
Device is combination product.

Event description:
It was reported that acute stent thrombosis and death occurred. The patient was admitted with acute coronary syndrome. Coronary angiography revealed long segment, critical left anterior descending artery (lad) disease. Three promus premier drug eluting stents, 2.5x28mm, 3.0x32mm and a 3.5x28mm, were implanted to treat the target lesion. Following the procedure, the patient status was stable. Six to seven hours later that same day, the patient complained of acute onset severe chest pain. Coronary angiography revealed total thrombotic occlusion of the lad extending to the left main coronary artery (lmca). The patient was treated medically, thrombo suction was performed and two more promus premier stents, a 16 x 4.00mm and a 16 x 3.50mm, were implanted, one in the ostial lad and one in the lmca to left circumflex artery (lcx) and flow was restored. The next morning the patient developed cardiac arrest and could not be revived.